Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration. There are plans to explant and reimplant the patient; however it is unknown if this has occurred as of the date of this report october 04, 2018.